Event description:
Legal case ¿ USA. It was reported that approximately 103 months after a right total knee replacement procedure, the patient underwent a revision procedure to address prosthesis wear right knee pain, large lateral osteophyte on patella. Revision surgery operative notes were provided. Patient left the operating room in stable condition. No further issues or complications were reported. No additional information is available. The serial number (B)(6) is confirmed to be a part of recall number: z-0021-2022.

Manufacturer narrative:
Concomitants: 3997452 02-010-01-0320 - logic femoral ps cem right sz 2. 4018103 02-012-45-2020 - lgc tibial fit tray cem sz 2f / 2t. 4168455 200-02-32 - three peg patella 32mm. The product associated with the reported event is within the scope of recall z-0021-2022. However, there is insufficient information to evaluate whether the subject issue of the recall was a cause or contributor to the reported event. The device was not returned for evaluation and no medical or other records containing treatment information or patient information have been received; therefore, the reported event cannot be confirmed, nor can the circumstances or potential causes or contributors to the alleged event be evaluated. Should additional, material information become available that permits more analysis or conclusions, a supplemental report will be filed accordingly.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined that this device did not cause or contribute to the reported event. As a result, this complaint event is no longer considered reportable by exactech and this report may be disregarded.